Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the implantable cardiac monitor exhibited backup operation after initial implant. After a firmware download, normal function resumed.